Event description:
Pourfar, m., mogilner, a., mammis, a., goodman, r. A keratoma horn following deep brain stimulation. Neurology. 2013;80(7):688. Summary: neuroimages- captures the event of 2 patients whom they have followed who developed a slowly forming keratoma "horn" at the cap/wire juncture. Reported event: 1 patient developed a slowly forming keratoma at the cap/wire juncture. The patient underwent successful removal of the growth followed by lesioning of the ventralis intermedius and removal of the deep brain stimulation lead. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).